Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss/suture retrieval issue was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - a femoral angiogram was not performed. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two perclose proglide devices are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement with three proglide devices were attempted, two in the right common femoral artery (rcfa) and one in the left common femoral artery (lcfa) via 6fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, cuff misses occurred with two proglide devices in the rcfa and one proglide device in the lcfa. Two additional proglide devices were used for successful suture placement in the rcfa and one proglide device in the lcfa using the preclose technique. The sheath was upsized to 16fr and the aaa procedure was completed. Hemostasis was achieved in the rcfa and lcfa using the pre-placed sutures from proglide devices. No femoral angiogram was taken. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.